Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not restart. He unplugged the device from the ups and plugged it into a wall socket, but the unit would still not turn on. The unit was in use on patients, however no patient harm was reported. They sent the central nurse's station (cns) in for repair. The unit was cleaned and evaluated. The reported problem of not powering on was duplicated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and the unit completed 24 hours of extended testing and operates to manufacturer's specifications. The unit was returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not restart.